Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the flushing pump ofp-2 had pump head failure. The issue occurred during general routine inspection by the customer. There were no reports of patient harm.